Manufacturer narrative:
A patient device interaction problem and thrombus was reported. A returned device assessment could not be performed as the device remains implanted. A cine review was completed and confirmed the device related thrombus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient device interaction problem and thrombus could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amulet occluder was implanted using a 12f amulet delivery system. On (B)(6) 2026, approximately six weeks post-implantation, a device-related thrombus (drt) was identified on transesophageal echocardiography (tee). It was reported that there were no threads seen and the sheath was not in the patient for a significant time. During the procedure the patient's act levels were >250 and heparin was administered during the procedure. The patient was initiated on marcumar, an oral anticoagulant, for a duration of three months, after which a follow-up tee is scheduled, and patient is also on dapt (dual antiplatelet therapy) and is reported to be compliant.